Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 21-jul-2027, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 09-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced lead migration and lack of right-side stimulation with the lead 977a260 vectris mrics compact. An attempt was made to reprogram the implantable neurostimulator, but right-side stimulation was not achieved. An x-ray was taken, which revealed that both leads had moved down a vertebral body. Both leads were replaced to ensure left and right-side coverage. The issue was resolved with the device revision. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.